Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had transmitter charging issues and mentioned during troubleshooting that they experienced a low blood glucose and high blood glucose levels of 235mg/dl, 255mg/dl, 260mg/dl, 300mg/dl, and 400mg/dl. The customer stated that they treated for an unspecified low blood glucose with orange juice and food and ended up with the first high reading. The customer treated each high reading with the insulin pump bolus until they were at 250mg/dl. The customer declined to troubleshoot for both the low and high readings. The insulin pump will not be returned for analysis.